Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
A distributor reported the following to anika: the product involved is the integrity implant, indicated for achilles tendon repair. The procedure was performed on (B)(6) 2026 on a female patient aged over 60 years old, with no history of diabetes and an active lifestyle. The implant used measured 25mm x 30mm, with lot number 000012728 and expiry date of 28 july 2028. The patient was diagnosed with a mid-substance achilles tendon tear confirmed via MRI. Surgical intervention involved achilles tendon repair with suture and integrity augmentation, utilizing vicryl plus 4-0 sutures. No intraoperative complications were reported. Postoperatively, the patient developed complications. On (B)(6) 2026, the wound was observed to have partial gaping. Between (B)(6) 2026, the wound was debrided and subsequently closed. However, in (B)(6) 2026, following sto, the wound remained gaping. An infection was observed several weeks after the initial surgery, which ultimately necessitated the removal of the integrity augmentation. This event has been classified as a postoperative wound complication with associated infection." Product: integrity implant, indication used: achilles tendon repair, report type: postoperative wound complication, case date: (B)(6) 2026, patient: 60+ years old (f) / no diabetes, patient details: active traveler (oversea 2 months once) / traumatic rupture, product name: integrity implant, implant size: 25mm x 30 mm, lot/batch no.: 000012728, expiry date: 28/07/2028, indication: achilles tendon repair, surgical details, initial procedure: (B)(6) 2026, diagnosis: mid-substance achilles tendon tear (MRI confirmed), procedure: achilles tendon repair with suture & integrity augmentation, suture used: vicryl plus 4-0 (to augment integrity), intraoperative: no immediate complications reported.